Manufacturer narrative:
This is one if two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691-2026-11225. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results suggest procedural factors likely contributed to the event, including the second 25mm valve being implanted using a 23mm delivery system, which is off-label use. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position with less than 1ml nominal volume, a mild paravalvular leak (pvl) was observed. After post-dilation was performed with an additional 1ml, the pvl improved, but due to rapid pacing, the patient's blood pressure recovery was initially poor. As trivial pvl persisted, an additional post-dilation at the same volume was performed, after which the patient's systolic blood pressure dropped to the 40s with almost no pulse pressure. A subsequent echocardiography (echo) confirmed no increase in pericardial effusion. As the hypotension persisted, severe aortic regurgitation (ar) was suspected, which was confirmed via aortography. Chest compressions were initiated and extracorporeal membrane oxygenation (ECMO) preparation began. A frozen leaflet was also suspected. A second 26mm valve was planned for implantation, however, only two kits had been prepared, and no additional delivery system remained. Therefore, the 26mm valve was crimped onto a 23mm delivery system, and a valve-in-valve was performed using nominal +2ml. As fluoroscopy confirmed overlapping of the two 26mm valves at nearly the same position with no pvl, no post-dilation was performed and ECMO establishment proceeded. Hemodynamics stabilized under ECMO support, but fluoroscopy later showed that the second valve had shifted approximately 1cm toward the left ventricle. Although the valve appeared to overlap the anterior mitral leaflet, echo indicated no hemodynamically significant interference. Nevertheless, the skirts of the first and second valves were separated and severe pvl was present through the stent frame; therefore, an attempt was made to pull the valve upward using an edwards 25mm pre-dilation balloon. The stents caught on each other, making repositioning difficult. After re-expansion to minimize misalignment, the operating team decided to implant a third valve. As all 26mm kits had been used, the team waited approximately one hour for a new 26mm kit to arrive. During that time, hemodynamics remained stable with ECMO support, but due to the ar, pulmonary congestion worsened. Massive hemoptysis led to airway management difficulties, ventilation failure, and oxygenation became fully ECMO-dependent. A third 26mm valve was implanted, reducing the pvl from severe to mild-to-moderate. As this was considered acceptable, the procedure was completed and the patient left the room under ECMO support.